Event description:
Boston scientific received information that noise with oversensing and pacing inhibition were noted with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system. The patient was pacemaker dependent, and asystole over two seconds was noted, but no pt issues were reported. The patient was monitored in the hospital until surgical intervention was performed. The crt-d was successfully explanted and replaced, and the pace/sense portion of the rv lead was capped. The high voltage portion of the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.